Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, information regarding the valve-in-valve procedure was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, tt was reported via the implant patient registry that a 23mm pericardial aortic valve was disabled after an implant duration of fifteen (15) years, nine (9) months, twenty three (23) days for unknown reasons. A second device, a 23mm aortic transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure. Both devices remain implanted. No additional details provided.

Manufacturer narrative:
Review of additional information identified calcification of the prosthetic valve leaflets. The calcification likely contributed to the observed regurgitation and stenosis. It is possible that patient related factors and progression of underlying disease may have contributed to the event.

Event description:
Edwards received information that a 23mm pericardial aortic valve was disabled in a valve-in-valve procedure due to mild calcification, severe-critical aortic valve stenosis and aortic regurgitation. Per obtained medical records, the patient had been experiencing weakness, fatigue and occasional chest pressure prior to reintervention. Echocardiography found the pericardial valve to have mildly thickened leaflets and mild calcification. Also observed on echo was severe aortic valve stenosis and regurgitation. She was not a candidate for redo surgery due to her advanced age and medical comorbidities so a transcatheter aortic valve replacement was performed. The procedure was successful with no intraoperative complications and the patient was transferred to the intensive care unit in critical but stable condition. The patient was discharged home in good condition on post-operative day two (2).